Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the connector body was bent and could not be inserted into the console completely, which caused an e5 error and stopped the completion of the pre-test. The assignable root cause was determined to be due to component damage caused by misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that it was difficult to attach the attachment devices on to the motor device. During in-house engineering evaluation, it was observed that the connector body was bent and could not be inserted into the console completely, which created an e5 error. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.